Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), mood altered ("mood change"), dyspareunia ("dyspareunia") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, nausea, headache, mood altered, dyspareunia and pelvic pain outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, headache, mood altered, nausea, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.